Event description:
Medtronic legal received information from the attorney of the family on october 24,2024. Medtronic received notice of a device/product legal hold notification, and the reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries, hypoglycemia, loss of consciousness and the customer went to emergency room for treatment. The customer was also reported possible under delivery anomaly and reservoir wasn¿t locking whenever kept twisting. The event involved product(s) unomedical, mmt-332a, mmt-1715km. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1715km.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Additional information has been received which was not included in the initial report. The information has been provided in section h6 (health effect - clinical code as 1912, 4411 with 2194 & health effect - impact code as 4614, 2199 with 2199) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: user stated they did not pass out, but it felt like they were. Ems stated user had become unresponsive, but no loss of consciousness was stated. User experienced dizziness. Customer alleged over delivery. User denied eating when asked what they had consumed leading to the event.